Event description:
A report was received regarding the removal of a tibial nail and hardware (implanted (B)(6) 2012) due to unspecified infection (explanted (B)(6) 2012). It was reported that the tibia was healed, the fracture stable. This is report # 5 of 5 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.